Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller was a manufacturer representative (rep) calling about an implantable neurostimulator (ins). The caller indicated that the physician planned to explant an ins and extensions because the patient was not getting the expected therapy. The caller did not have the patient information or other details about the status of the ins. The caller asked about MRI compatibility. Reviewed MRI information.

Event description:
Additional information was received from the manufacturing representative (rep). Manufacturing representative reported that there was no issue detected with implantable neurostimulator (ins) and that patient wanted ins removed due to not wanting to charge device. Rep reported that patient did not think that ins would be helpful for their dystonia. Rep reported that ins and leads were explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.